Event description:
The monitor alarms sounded due to a flat arterial line. Blood was leaking from the stop cock site. The stop cock was turned off to the patient and flushed with a heparin flush. During the flushing process, fluid squirted out of the stop cock. The arterial line was clamped and new tubing and IV bag were added. The infant lost approximately 22cc of blood, causing a drop in hemoglobin which required a blood transfusiondevice labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination. Results of evaluation: tubing. Conclusion: device failure occurred and was related to event, other. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service, other. Invalid data - on device destroyed/disposed of status.